Event description:
It was reported to philips that the host pc did not boot up. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event. The issue had occurred during planned treatment/non-emergency treatment of procedure. The procedure was slightly delayed and completed by restarting the system. The philips remote service engineer (rse) examined the system remotely and confirmed that the host pc did not boot up. Upon troubleshooting, the rse found that all the monitors went blank and the tsm had a message not connecting to host. The philips field service engineer (fse) examined the system on-site and tried to recreate the issue by rebooting the system and was not able to recreate. The fse check the log file and downloaded board software noticed that the tsm software version was not present which could have resulted in the boot up issue. To resolve the reported issue, the fse installed the software. After software installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact was code was corrected.